Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a surgical procedure, the "side fire became end fire". The procedure was completed using an alternative procedure (bipolar). Patient outcome: "good" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not show signs of usage besides scratch marks on the outer flow tubing; the conductive segment f on the connector is half broken; the fiber was tested with hene laser fixture, aim beam is present at fiber output window. Probable root cause: based on the device analysis, the probable root cause of the failure is undetermined.